Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that rep interrogated the patient's implantable nuerostimulator(ins) on the day of report and she noticed when she looked at longevity estimate, it said ok and "???" For the months. It was noted this happened when an ins encountered a power on reset (por) at some point in it life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.